Event description:
It was reported that the customer rec'd an occlusion alarm. There was no reported impact to the customer's blood glucose level. The customer declined to trouble shoot with tandem technical support to determine a possible cause of the occlusion.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.